Event description:
The surgeon inserted an aa203tl silicone plate toric lens and the lens tore upon insertion. Further info has been requested but none has been forthcoming.

Manufacturer narrative:
H6: evaluation results; visual inspection of the returned product showed that both haptics had been torn off and were missing. There was evidence of a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the initial and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.